Event description:
It is reported that a customer experienced high blood glucose of 405 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer stated that an orange string came out of the needle when they removed it from the body. The customer lost the string after removal. The customer was informed that the sensor will be replaced. The insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No adhesive anomaly could be verified on the opened and used sensor.